Event description:
Note: this report is the second of three reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-01987 and #3005099803-2008-01988 for details regarding the first and third devices. It was reported to boston scientific corporation on october 1, 2007 that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on a female patient approx two months prior. According to the complainant, the stent deployed but it moved; therefore, the physician removed the stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined.